Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ tip syringe there was an issue with leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd luer-lok tip syringe there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Bd received a 30ml syringe from lot 8114712 as well as a photo of the unit for evaluation. Our quality engineer visually inspected the returned unit and reviewed the provided photo. The unit appeared to have leaked past the stopper. However, a leak test was not performed as the syringe appeared to have medication still inside of it. Leakage can be caused by the interaction between inside diameter of the barrel, the outside diameter of the plunger, and the outside diameter of the plunger rod bayonet and outside forces applied during use. Also, the syringe was more likely to leak when the plunger rod is fully extended. This appeared to have been an isolated incident as this was the first reported case of leakage associated with this lot. Therefore, no corrective actions were determined to be necessary. A review of the device history record was performed and found no related quality defects identified during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.